Event description:
The customer reported they had a power surge and the main central nurse's station (cns) shut down.

Manufacturer narrative:
Details of complaint: the customer reported they had a power surge and the main central nurse's station (cns) shut down. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the root cause is related to the facility's power infrastructure as reported by the customer. Nihon kohden tech support assisted the customer in bringing the cns back online. There is no evidence that the issue of the cns going down was related to a device malfunction. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Manufacturer narrative:
The customer reported that they had a power surge and now the main central nurse's station (cns) is down. No harm or injury was reported.

Event description:
The customer reported that they had a power surge and now the main central nurse's station (cns) is down.